Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a methicillin-resistant staphylococcus aureus (mssa) infection. Since 01jul2023 the patient had been treated with keflex (cephalexin) and will remain on it indefinitely. The patient's father performed daily dressing changes at home and weekly hospital check-ins were performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with a driveline infection. Redness and discharge were noticed at the driveline exit site. The patient reported recent trauma to the site when the driveline was caught on a door handle. The clinician reinforced trauma prevention with the patient.